Event description:
Lap chole- "normal procedure but smoke evac stuck on position and inadvertently sucked up bowel." Type of intervention- "doctor greet extremely unhappy with product and wanted to escalate to cpac committee to change supply." Patient status- "stable."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation and no lot number was provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. All final assembled handpieces are leak tested at both suction and irrigation valves to ensure the seal functions properly. Through user's interaction with the handpiece, the smoke evacuation feature may have been unintentionally activated. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has recently re-designed the handpiece which is intended to minimize the potential for this type of incident to occur. This document represents both our initial/final report.